Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that the patient underwent resection of colorectal cancer procedure on unknown date, under general anesthesia without oral antimicrobial prophylaxis, and suture was used interrupted to close fascia and/or skin. Following the procedure, the patient was diagnosed with wound infection as superficial incisional infection within thirty days of surgery. The condition of the wound was examined when the patient visited the outpatient clinic approximately three to four weeks after the day of hospital discharge. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 03/17/2016 this medwatch has been sent to submit a journal article.